Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient, who was using an insulin pump, passed out and the cgm was reading 400 mg/dl at that time. At some point she had vomiting, a headache and stomachache but the spouse declined to state whether this was prior to passing out or later during the event. The spouse asked assistance from their personal caretaker regarding what the patient should eat or drink and apple juice was advised. At some point the patient regained consciousness. The patient¿s spouse and caretaker checked a bg which was 120 mg/dl; it could not be confirmed when this was checked. At some point it was also stated that the bg was 180 mg/dl after an insulin shot was given. The spouse and caretaker did not call the doctor or emergency medical services (ems). At the time of the report the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.